Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 46442 following a software upgrade. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received by smiths medical on 19 sep, 2019 that there was no patient involved in the reported event as it occurred at the testing facility. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed, and the pump passed all testing. The customer's stated problem was not verified. Inspected the pump and performed functional testing and the pump passed. The pump event log displayed and confirmed that error code 44662 occur around time of the complaint. Investigation unable to duplicate stated problem. Further investigation of the pump found to be operating properly. However due to error code in the event history log, the investigation recommended that the microprocessor board be replaced as preventatives measure. The problem source of the reported problem is unknown.